Event description:
It was reported to boston scientific corporation that during a urological procedure using an accumax 200 laser fiber, the tip of the fiber broke off outside the patient. Laser energy from a holmium laser was being used with the fiber. The procedure was completed with another accumax 200 laser fiber without any complications to the patient, who is reportedly fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during a urological procedure using an accumax 200 laser fiber, the tip of the fiber broke off outside the patient. Laser energy from a holmium laser was being used with the fiber. The procedure was completed with another accumax 200 laser fiber without any complications to the patient, who is reportedly "fine" post procedure. Additional follow-up from the customer stated the incorrect fiber was returned to boston scientific corporation. The fiber that was initially reported and used during the procedure was disposed of. Therefore, the lot # is unknown as originally reported.